Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four events of kinked cannula. Three events occured on (B)(6) 2025 and one event on (B)(6) 2025. The site of location was abdomen. The patient noticed symptoms within three or more hours of insertion. High blood glucose was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.